Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed and not detected on bus. A field service engineer inspected the drawer and powered off the device, reseated all connections, then powered the device back on, secured the cabinet, and returned the keys to the customer. The customer was able to access and recover the drawer successfully, then logged in as carefusion support, opened the hardware test application (hta), and confirmed that all drawers were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 was inaccessible with a device not detected on bus error and was not visible in the storage view. However, there were no delays or adverse events or injuries reported based on this event.